Event description:
Lead trends show non-physiologic variability in both of these impedances indicating and issue with the rvc. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).